Event description:
It was reported that the usb port was broken, rendering it unable to charge. There was no adverse impact to the customer¿s blood glucose level. The patient declined follow-up and further troubleshooting; therefore, no additional information regarding corrective actions or customer outcomes was available.